Manufacturer narrative:
Device evaluated by MFR: a visual examination of the device found that the returned balloon showed evidence of being inflated with congealed contrast media and blood in the shaft. There was no damage noted to the shaft. One blade was bent 4mm from the proximal end of the blade. The device was attached to an encore inflation unit and inflated to its rated burst pressure (rbp) without issue. The device was then deflated as per dfu and all the blades including the bent blade retracted fully. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an av fistulagram treatment procedure, the blades on a cutting balloon failed to retract properly. Access was gained through the brachial artery. The 50% stenosed lesion being treated was located in the mildly tortuous brachial artery. The 8.0mm x 2.0cm x 90cm over the wire peripheral cutting balloon was advanced to the target lesion to treat stenosis in the fistula. When the physician was retracting the cutting balloon, it was noted that the blades did not retract properly causing a break in the brachial artery. This break caused bleeding and a hematoma to form, which was then treated with a stent. The patient is reported as being fine.

Event description:
It was further reported via a facility med watch, the target lesion was stenosis of the left lower arm brachial fistula. The patient experienced a drop in hemoglobin and hematocrit, but did not require a blood transfusion. The patient was discharged the following day.